Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in the right coronary artery. After predilation was performed and a non bsc guide extension catheter was advanced, a 4.00 x 38 mm synergy ii drug-eluting stent was advanced for treatment. However, advancing difficulties were encountered. When the stent was pulled back, the physician felt a lot of resistance and it could not be pulled back with ease. The physician had to remove the guide wire, stent and the guide extension catheter all together. It was noted that the stent stripped off the balloon. All devices were replaced and the procedure was completed. No further patient complications were reported.

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in the right coronary artery. After predilation was performed and a non bsc guide extension catheter was advanced, a 4.00 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, advancing difficulties were encountered. When the stent was pulled back, the physician felt a lot of resistance and it could not be pulled back with ease. The physician had to remove the guide wire, stent and the guide extension catheter all together. It was noted that the stent stripped off the balloon. All devices were replaced and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, device manufactured date, method codes, results codes, conclusion codes: updated. Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds and damaged. The manufacturing crimp data for this device was reviewed and the maximum stent profile was within specification. The balloon body was reviewed and there were no issues to note. There were crimp markings evident on the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified a midshaft kink on the proximal side of the wire exchange port. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).